Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The pin stabilizer caught the bone pin in this case and in a previous case (pr (B)(4) -case #1), which caused the bone pin to get stuck in the pin stabilizer. We had to use another pin stabilizer to proceed with the case. Tka case. Additional information provided indicated that the bone pin got cold welded into the stabilizer . This caused a kick back on the drill which caused a glove to tear and it fortunately did not hurt the surgeon or contaminate anything. We then had to use a pliers or something else to remove the bone pin from the stabilizer, but used a different stabilizer to finish the case. We originally thought that it was something the surgeon was doing, but it was in two consecutive cases where we believe it was the same stabilizer. The pin did not break, but it was a little bent. This pr was generated for case #2, involving the same pin stabilizer.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the pin stabilizer caught the bone pin in this case, which caused the bone pin to get stuck in the pin stabilizer. Product evaluation and results: visual inspection: visual inspection shows internal galling with no bone pin stuck in stabilizer. Dimensional inspection: dimensional inspection was completed and confirmed internal tube out of spec due to wear and galling. Functional inspection: functional inspection of array stabilizer, long, 4.0mm, p/n 112660 confirmed bone pin in spec will jam. Product history review: review of the device history records indicate 88 devices were manufactured under lot no 19040915 and 40 accepted into final stock on 08/16/2016, 40 accepted into final stock on 09/17/2016, 08 accepted into final stock on 10/29/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n112660, lot number 19040915 shows 02 additional complaints related to the failure in this investigation. These complaints are (B)(4). Conclusion: visual inspection shows internal galling with no bone pin stuck in stabilizer. Dimensional inspection confirmed internal tube out of spec. Functional inspection confirmed array stabilizer, long, 4.0mm, p/n 112660, can jam with bone pin in spec. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The pin stabilizer caught the bone pin in this case and in a previous case (B)(4), which caused the bone pin to get stuck in the pin stabilizer. We had to use another pin stabilizer to proceed with the case. Tka case. Additional information provided indicated that the bone pin got cold welded into the stabilizer . This caused a kick back on the drill which caused a glove to tear and it fortunately did not hurt the surgeon or contaminate anything. We then had to use a pliers or something else to remove the bone pin from the stabilizer, but used a different stabilizer to finish the case. We originally thought that it was something the surgeon was doing, but it was in two consecutive cases where we believe it was the same stabilizer. The pin did not break, but it was a little bent. This pr was generated for case #2, involving the same pin stabilizer.